Event description:
A customer observed false negative hbsag oc results on the vitros ec system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as the result of this event.